Event description:
As reported by edwards japan affiliate, after a tf tavr with a 23mm sapien 3 valve in the aortic position, the valve was implanted too aortic and malpositioned. A valve-in-valve was performed. Post valve deployment, a third-degree acute aortic regurgitation (ar) was observed. After the second valve was implanted the ar was resolved. The procedure was completed.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, and an image review was unable to be performed as images were not provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed due to unavailability of provided imagery and returned product. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. As reported, "a 23mm sapien 3 valve was deployed in too aortic position. The exact ratio of implanted position was not determined but the valve was not in left ventricular outflow tract (lvot) side. The valve was in the too aortic position. Post valve deployment, a third-degree acute aortic regurgitation (ar) was observed and a second valve was implanted and the ar disappeared", and "per the physician's comment, during valve deployment, the valve popped up since the inflation was performed by an unfamiliar physician, the contrast was vigorously put in and the sapien 3 valve popped up. The additional information was obtained from the sales rep as below. It was paravalvular leak (pvl) due to malposition (minus position)". In this case, it was possible that the tension stored within the delivery system was not released prior to valve deployment, which could cause valve movement towards the aorta as reported. As such, available information suggests that procedural factors (delivery system stored tension not released prior valve deployment) may have contributed to the complaint event. Due to the valve being deployed too aortic, it is likely that the valve's pvl skirt was unable to seal against the native annulus resulting in paravalvular leak as reported. As such, available information suggests that procedural factors (malpositioned thv) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU/training inadequacies were identified; therefore, corrective/preventive action nor product risk assessment escalation is not required.